Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 3/5 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The hp stated that the bag fell off and the spike came out. The bag was stationed on a table. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during dwell. The technical service representative (tsr) explained the message to the hp and informed to use manual bags. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010 product surveillance spoke with the hp who stated that the bag fell off. The hp reported that the bag was stationed on a table. The hp informed the rn of this incident. The rn retrained the hp and put her on prophylactic antibiotics. The hp missed half of her therapy that night, but is doing fine at this time. No injuries had occurred.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.